Event description:
Event description cpi received information that two bipolar leads were removed from service due to a possible fracture. An invasive procedure was performed and both leads were replaced.